Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced a suspected titanium allergy and requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2013 at (B)(6) hospital. Device explant due to suspected titanium allergy and patient request occurred without issue on (B)(6) 2018 at (B)(6) hospital. It was noted that there did not appear to be inflammation around the device at the time of removal.